Manufacturer narrative:
The device was received and evaluated. The exposed soft cannula of the received pod was found to be flattened near the distal tip. But it could not be determined when this damage to soft cannula occurred. Blood was observed on the adhesive pad, notable around the bottom housing window. During investigation, the formed needle tip was found to be dull that caused bleeding at the infusion site. Inspection of the device along with the data suggest that dull needle tip had no effect on insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose (bg) rose to 300 mg/dl while wearing the pod on the patient's abdomen for between 4 and 24 hours. As treatment, a new pod was applied.